Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high, out of range, shock lead impedance measurement. Boston scientific technical services (ts) discussed faults , different lead tests and measurement variations. Further, ts advised delivery of commanded shock and maximum energy shock. Additional information was received that after the delivery of the commanded shock and maximum energy shock, the impedance measurements were within normal limits. However, the manual shock impedance measurement was at 128 ohms. The induced ventricular tachycardia (vt) was successfully converted. The physician was satisfied with the result and will continue to monitor patient. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.